Event description:
Piece of black material on handle chipped off into sterile field. Rep was in case and all procedures were being followed to IFU.

Manufacturer narrative:
Investigation in process but not yet complete.